Event description:
It was reported that the patient experienced a loss of therapeutic effect after shoveling snow two years after they had their implantable neurostimulator (ins) implanted. Due to the shoveling event, the patient experienced pain and foot drop. It was noted that stimulation was on, but the patient could not adjust stimulation or check the status of the ins because the patient programmer battery was depleted. The patient also complained of pain behind their left knee, calf and left buttock cheek, but attributed this pain to exercising. The patient's condition was reported as fair. If additional information becomes available, a follow-up report will be sent.

Event description:
When contacted for follow up information, the physician reported that they had not seen the patient since 2003. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot # j0235635v, implanted: (B)(6) 2003, explanted: na, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, explanted: na, product type extension; product ID 3031a, serial # (B)(4), product type programmer.